Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluation could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. The unit was recalibrated to ensure accurate occlusion detection.

Event description:
During the evaluation, a pump falsely alarmed upstream occlusion. There was no patient involvement, as this alarm was found during testing.